Event description:
It is reported that in 1994, the patient underwent total hip replacement. Post-op, in 1997, x-rays taken revealed that the stem had loosened. As a result, in 1999, the patient's hip was revised where the femoral stem was removed and replaced.